Event description:
It was reported that a malfunction code was displayed on the pump. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue recurred.